Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The patient reported that the sensor was pulled out, dexcom was notified and a replacement sensor was requested. The event product was returned for evaluation and the patient reported she was notified by dexcom that a portion of the sensor wire was missing and that a portion of the wire may have remained in her skin. The patient sought medical evaluation, an ultrasound was performed which confirmed a portion of the wire was in the skin. The patient was referred to another health care professional to have the wire removed. At the time of contact, the patient was doing fine. Confirmation of the allegation was confirmed with the reported results of an ultrasound. No additional information was provided.